Event description:
It was reported that the foot section of the 5410ivc bed is raising on its own. Customer states the pendant cord is knotted where the cord is connected into motor. Customer states it has always been like that since they got it. The pendant itself rests on a side table when not in use.